Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was less than 40 mg/dl, and the meter bg reading was "high" mg/dl. Reportedly, a second cgm bg reading was above 400 mg/dl, and the meter bg reading was 171 mg/dl. Tandem technical support instructed the customer to enter calibration bg values to address the issue. No additional patient or event information was available. A root cause could not be determined.